Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that the physician experienced difficulty when attempting to interrogate this subcutaneous implantable defibrillator (s-ICD). Boston scientific technical services (ts) was contacted and recommended minimizing potential electromagnetic interference and performing a magnet reset on the device. The magnet reset was subsequently successfully performed and the device was able to be interrogated. At this time, the s-ICD remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to event for more information regarding the specific circumstances of this event.

Event description:
It was reported that the physician experienced difficulty when attempting to interrogate this subcutaneous implantable defibrillator (s-ICD). Boston scientific technical services (ts) was contacted and recommended minimizing potential electromagnetic interference and performing a magnet reset on the device. The magnet reset was subsequently successfully performed and the device was able to be interrogated. At this time, the s-ICD remains implanted and no adverse patient effects were reported.